Event description:
It was reported that during a laparoscopic appendectomy procedure, the device's clip was not close completely. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
Date sent: 08/17/2009. Evaluation summary: no conclusion could be reached based on the analysis results as to what may have caused the reported incident. The instrument was returned in good visual condition. The instrument was cycled, fed, and formed the remaining clips within manufacturing requirements when tested. No malformed clips were noted during evaluation. The instrument was fully functional and conforming to manufacturing requirements. A batch record review was performed and no anomalies were found during the manufacturing process.